Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the sutures' loops broke. A new device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: the visual inspection of the open samples noted three sutures and three needles. The products were received with the loops open. Two of the needles were observed to be bent. It was observed, under magnification, that the loop of each of the sutures appeared to have split under tension. Upon microscopic inspection, evidence of material transfer was found at the weld site of each loop. It was observed, under magnification, that instrument marks were present on the swaged end of the bent needles. The visual inspection and functional evaluation of the sealed sample had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.